Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Anti-backup failure, orange indicator over traveled the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Due to the antibackup feature being non-functional, two unformed clips were fed. Upon firing of the device, the clips were fed and properly formed. The device locked out as intended but the orange indicator was visible at 11th firing sequence, thus it over traveled. These findings are not related to the incident reported. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a colon procedure, clips would not advance. Another device was used to complete the procedure. There were no adverse consequences for the patient.